Event description:
A 20+ years ago had bilateral breast augmentation with mcghan gel implants. MRI demonstrated that she had bilateral intracapsular ruptures of her implants.manufacturer contacted - (B)(6) year old implants, part of dow-corning settlement, no reimbursement, no return.